Event description:
During an unk procedure, the device only stapled at the proximal and distal ends, leaving the middle unstapled. The surgeon had to the suture the staple line. There were no pt consequences.